Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stop working and bad noise. Customer¿s blood glucose level was 76 mg/dl at the time of incident and current blood glucose level was 100 mg/dl. Customer¿s other blood glucose level was 70 mg/dl, target low 100 mg/dl and high 130 mg/dl. Troubleshooting was not performed. The insulin pump will not be returned for analysis.